Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience high blood glucose level was 489 mg/dl. The insulin pump had no delivery alarm. Troubleshooting was not performed. The insulin pump was return for the analysis.